Event description:
A pt's implanted neuro stimulator underwent erosion. The pt's device battery was determined to be depleted just prior to the pocket revision. It was noted that there was no known accident or incident that occurred, that could be related to the issue. The pt's status was noted as good. No further details were indicated at the time of this report. Add'l info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).